Event description:
It was reported that there was a balloon rupture. A 10mm x 3.00mm wolverine coronary cutting balloon was being used during a percutaneous coronary intervention. The target lesion was moderately tortuous, moderately calcified and was 75% stenosed. Initially, it was unable to be inserted successfully, but was eventually placed. Upon dilation of the balloon, it ruptured. There were no consequences to the patient. The procedure was completed with another of the same device.